Manufacturer narrative:
The lot was manufactured may 13 - 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured after filling, leading to a leak of fluid outside the device. The device had been filled with 77ml fluorouracil and 38ml normal saline solution to a total fill volume of 115ml. There was no patient involvement. No additional information is available.